Event description:
It was reported that t:slim x2 pump battery would not charge reliably, and charging connection remained unstable even when different wall adapters and charging cables were tried, though pump did not shut down or become unable to turn back on. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, was instructed to place pump into storage mode and return it, and was advised on setting up replacement pump and reconnecting continuous glucose monitor, while technical support arranged shipment of replacement pump and provided a prepaid return label.